Event description:
During as laparoscopic cholecystectomy procedure, it was reported by the affiliate that the device had spitting clips. The clips did not fall into the pt. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged. No conclusion could be reached as to how the damage to the jaws occurred. As the instrument was returned empty and locked out, further functional testing could not be peformed. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed anf form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.